Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator when powered on it alarmed low pip, low ve and transducer fault . The customer confirmed that there was no patient involvement associated in this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was duplicated and determined to be due to a xdcr pt801 failure. This is a known issue which can be referenced with CAPA ca-2017-0206 and (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.